Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an episode of non-sustained ventricular oversensing alert caused by intermittent capture on the implantable cardioverter defibrillator. The device was then reprogrammed to prevent any additional loss of capture and the output was set to 2 to 1 safety margin. There were no adverse consequences to the patient.